Event description:
It was reported that outside of surgery that the unit's sterile package was leaking air. No harm or injury was reported as there were no patient involvement. Due diligence is complete. No additional information is available. No adverse event reported.

Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). G2, country event occurred in: norway. The product is in the process of being evaluated by zimmer biomet. Once the product investigation has been completed, a follow up/final report will be submitted. Multiple MDR reports were filed for this event, please see associated reports: MFR - 0001526350 - 2023 - 01442.

Manufacturer narrative:
This event is recorded by zimmer biomet under cmp-(B)(4). Multiple MDR reports were filed for this event, please see associated reports: MFR - 0001526350 - 2023 - 01442-1. The following sections have been updated: b4, b5, d2, d4, g1, g3, g6, h1, h2, h3, h4, h6, h11. No product was returned or pictures provided; functional, visual, and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event cannot be confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information is available regarding the incident.